Event description:
Surgeon was performing an anterior cervical fusion, he noticed that the instrument (a rhoton dissector) was missing a part of its tip. X-ray taken at end of procedure was negative for presence of foreign body in the incision site. No harm to patient.